Event description:
Information was received that a smiths medical cadd legacy plus pump displayed error 1870. No adverse patient effects were reported.

Manufacturer narrative:
H3: one cadd legacy plus pump was received in good physical condition. There was no evidence of the reported "error code 1870" issue in the event history log. A functional check was performed and the pump was visually inspected. The reported issue was confirmed. The pump was found to be displaying "1870" error code alarm message during the investigation. The motor was locked out and that cause the issue. The motor will be replaced to resolve the issue.